Event description:
It was reported that the bd safetyglide¿ needle was blocked while attempting to inject adacel. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the serum would not come out of the needle... The date of the first event was (B)(6) 2023 ,the injection I was doing was an adacel on a 12 yr old patient, the immunization was wasted"

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was blocked while attempting to inject adacel. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the serum would not come out of the needle. The date of the first event was 03/09/2023 ,the injection I was doing was an adacel on a 12 yr old patient, the immunization was wasted".